Event description:
It was reported that patient presented in the clinic after receiving the patient notifier for extended charge time. When a capacitor maintenance was performed, three loud pops were heard and the charging timed out again. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. The reported field event of extended charge time was confirmed and was caused by an anomalous capacitor.